Manufacturer narrative:
(B)(6). Although expected, the device at issue in this complaint has not yet been received for evaluation; therefore, a failure analysis is not available. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.

Event description:
It was reported to boston scientific corporation that an escape nitinol stone retrieval basket was used in a flexible ureteroscopy procedure performed on (B)(6) 2010 (patient age, gender, and weight are unknown). According to the complainant, the physician was unable to open the retrieval basket. Upon further inspection, he noticed approximately 8 cm of the sheath had detached inside the patient. The physician removed the device and retrieved the detached portion of the sheath from the patient with an unknown device. There was no stone in the device when the malfunction occurred, although the physician was attempting to retrieve a stone 1 cm in size. The procedure was successfully completed with another escape nitinol stone retrieval basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".

Event description:
It was reported to boston scientific corporation that an escape nitinol stone retrieval basket was used in a flexible ureteroscopy procedure performed on (B)(6), 2010 (patient age, gender, and weight are unknown). According to the complainant, the physician was unable to open the retrieval basket. Upon further inspection, he noticed approximately 8 cm of the sheath had detached inside the patient. The physician removed the device and retrieved the detached portion of the sheath from the patient with an unknown device. There was no stone in the device when the malfunction occurred, although the physician was attempting to retrieve a stone 1 cm in size. The procedure was successfully completed with another escape nitinol stone retrieval basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be 'stable.'

Manufacturer narrative:
Evaluation of the returned device found the basket open with a severely kinked/buckled and torn sheath. A portion of the sheath was completely detached from the device, and the torn ends appeared frayed. A functional check found the handle unable to close the basket due to the torn sheath. After cutting away the damaged section of the sheath, the basket opened and closed with ease. Based on the condition on the returned device and the results of the product analysis, the device became damaged during use. Therefore, the most probable root cause for this complaint is operational context.